Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has been consistently above 380 mg/dl. The customer changed her infusion set today and her blood glucose went up to 508 mg/dl. The only symptom of hyperglycemia that the customer noted was her crankiness. Troubleshooting was initiated and the customer discovered that her infusion set cannula was bent. She declined further troubleshooting and decided to change her infusion set. The insulin pump was not returned or replaced.